Event description:
Caller reported that a cartridge alarm 20 occurred during the pump's load process. There was no adverse impact to the customer's blood glucose level. The pump was still under warranty, so technical support arranged for a replacement pump to be sent. The caller understood the instructions to put the problematic pump into storage mode and return it using the provided return box. Technical support also advised the caller on how to program settings into the replacement pump and connect it to the cgm.